Manufacturer narrative:
B3: month and day((B)(6)) is known but the year is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device's flowrate accuracy does not match, the pump shows there is still liquid but the cassette is empty. Event occurred while patient use, during patient administration. There was unknown patient involvement and no patient harmed reported.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. As a result of checking the log, it confirmed that there were no errors related to the reported issue. Visual and functional testing was performed but the customer's problem was not duplicated. The pump's accuracy was within specification. There was no device problem found. There was no known cause of the reported issue, and no further action was taken.